Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator was not returned by the hospital to our service center in (B)(4) for inspection by a trained fisher & paykel healthcare technician. The customer was contacted twice regarding the return of the device for servicing; however, no response was received. Without the complaint device, we are unable to determine what may have caused the problem reported by the hospital. If the subject neopuff was returned to our service center in (B)(4), it would have been visually inspected for damage and tested according to the neopuff technical manual. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff."

Event description:
A hospital in (B)(6) reported that the manometer needle of a neopuff infant resuscitator would not go past a certain point during use and requested service of the device. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the device from the hospital for inspection and servicing at our regional facility in california. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the manometer needle of a neopuff infant resuscitator would not go past a certain point during use and requested service of the device. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to our regional facility in (B)(4) for inspection and servicing. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the manometer needle of a neopuff infant resuscitator would not go past a certain point during use and requested service of the device. No patient consequence was reported.